Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Serial number: unknown/not provided. Catalog #: a complete catalog number is unknown as the serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: UDI # is unknown as product serial number was not provided. If implanted; give date: exact date not provided best estimate is (B)(6) 2019. If explanted; give date: unknown/not provided. Facility name: unknown/ not provided. Address, city, state: unknown/ not provided. Postal code: unknown/ not provided. Device manufacture date: unknown as product serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint was not verified. Manufacturing record review: a manufacturing record review could not be performed as the serial number was not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who was implanted with +22.0 diopter lens model, zct300 without complications. Approximately one month post implant, the lens rotated about 30 degrees counter-clockwise in her left eye (os). The surgeon plans to take the patient back for lens repositioning in the next 2 to 3 weeks. Through follow-up, the surgeon reports that the issue has been resolved. The surgeon rotated the lens, but have not seen the patient since the repositioning. No additional information provided.